Event description:
It was reported that during a remote data review of this subcutaneous implantable cardioverter defibrillator (s-ICD), the physician observed episodes of non-physiological artifacts and a sensing amplitude reduction. This lead to subsequent over-sensing, under-sensing, and three untreated episodes. Additionally, the smartpass feature had been automatically disabled. Boston scientific technical services (ts) was contacted and recommended performing a thorough system integrity evaluation via diagnostic imaging and provocative maneuvers to assess the reproducibility of the non-physiological artifacts. Should the artifacts be reproducible, surgical intervention was recommended. Recently, the physician elected to surgically explant and replace the s-ICD system due to suspected twiddler's syndrome. No additional adverse patient effects were reported. It is currently unknown whether the explanted system will be returned for analysis.

Event description:
It was reported that during a remote data review of this subcutaneous implantable cardioverter defibrillator (s-ICD), the physician observed episodes of non-physiological artifacts and a sensing amplitude reduction. This lead to subsequent over-sensing, under-sensing, and three untreated episodes. Additionally, the smartpass feature had been automatically disabled. Boston scientific technical services (ts) was contacted and recommended performing a thorough system integrity evaluation via diagnostic imaging and provocative maneuvers to assess the reproducibility of the non-physiological artifacts. Should the artifacts be reproducible, surgical intervention was recommended. Recently, the physician elected to surgically explant and replace the s-ICD system due to suspected twiddler's syndrome. No additional adverse patient effects were reported. It is currently unknown whether the explanted system will be returned for analysis. Details have been requested regarding the system return status and further information will be provided once available.